Event description:
It was reported that the patient had a chest x-ray nine days prior to report. In addition, the patient had recently been travelling and went through scanner, but there was no change in stimulation. The stim was working saturday morning. Then on saturday night, the patient noted it wasn¿t working, checked it, and the power on reset (por) was observed. The implantable neurostimulator (ins) shut off the weekend prior to report while on a boat. According to the manufacturer's representative, tech services said it was most likely a memory soft error due to environment noise. No diagnostics were done at this time. The error code observed on the clinician programmer was 0x400. The por was reset and the stim was excellent again. The patient loved the coverage and the stim. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).